Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was unknown. The customer reported the insulin pump was exposed to moisture from pool water. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and broken reservoir tube lip.